Event description:
It was reported that the patient expired of a cardiac arrest. The physician alleged that the device did not deliver therapy for vf which resulted in the death. Non-sustained rv oversensing was also noted. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.